Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of microintroducer tip deformation was confirmed; however, the root cause was not identified. The product returned for evaluation was two photographs depicting a 3.5fr microintroducer. The first photograph depicted the ptfe sheath removed from the vessel dilator. The tip of the sheath exhibited deformation. One side of the sheath appeared buckled and compressed. The second photograph depicted an introducer dilator/sheath overlaying a guidewire mid-procedure. The dilator was partially withdrawn from the sheath. The guidewire was inserted into a patient. The tip of the sheath appeared irregular. While tip deformation was observed in the submitted photographs, inspection of those photographs was insufficient to identify the cause. Potential contributing factors include insertion technique and improper tip formation during device manufacture. A lot history review (lhr) of recv2079 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a nurse performed the groshong PICC placement for a patient under the guidance of ultrasound on (B)(6) 2019. After opening the package of the seldinger kit, she found burrs with the introducer sheath. The subsequent placement was completed using another 0668935 seldinger kit pre-paid by a dealer.